Event description:
Anesthesia acudose device shows "fatal error" and a re-boot is required during a procedure. No patient harm. This type of event creates a delay obtaining medications from the medication cabinet. After re-booting, medication can be obtained from the device. There are 12 devices that have been affected. The devices were originally on software version 8.0.2. This facility experienced issues with the devices almost daily for approximately 2 weeks. The manufacturer then released a patch that seemed to correct the issue. However, recently, this facility has had similar issues with the patched devices for two consecutive days.what was the original intended procedure?na.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.device #3is this a laboratory device or laboratory test?no.device #4is this a laboratory device or laboratory test?no.device #5is this a laboratory device or laboratory test?no.device #6is this a laboratory device or laboratory test?no.device #7is this a laboratory device or laboratory test?no.device #8is this a laboratory device or laboratory test?no.device #9is this a laboratory device or laboratory test?no.device #10is this a laboratory device or laboratory test?no.device #11is this a laboratory device or laboratory test?no.device #12is this a laboratory device or laboratory test?no.